Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during in-service performed by a getinge sales representative the cs300 intra-aortic balloon pump (iabp) pump was placed into semi-auto operation mode. The compression button for the auto operation mode would not place the pump back into auto operation mode when pressed. The rn nurse manager was present during the in-service. She set the pump aside after the in-service and advised she would contact her biomed team. This hospital utilizes trimedx 3rd party biomed services, which provides pms and repair services for these pumps. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#). There has been no information received about repair status. The investigation shall be closed now. If any new information received about service the complaint will be reopened and updated it.